Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a review of the pump¿s black box showed cs 052 alarms had occurred. During testing, the pump was powered on to the verify screen. A leak test was performed and showed a crack between the display lens and pump seal. Further testing was not able to be performed due to moisture ingress. The pump case was removed and moisture was observed on various internal components inside the pump. The complaint of a call service alarm issue was shown in the pump history but not able to be fully investigated due to moisture in the pump. Unrelated to the complaint, investigation revealed that there were lines through the display. The keypad was found to be intact, however, the keypad buttons were found to be unresponsive. The keypad cover was removed and no moisture or contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.